Event description:
Procedure: hysteroscopic myomectomy, lap myomectomy, lap repair of uterine perforation, lap partial resection of small bowel. Reportedly, during the procedure, the endostitch needle broke off in the uterus. The needle was detected in the uterine wall via x-ray. The surgeon decided not to remove the needle.